Manufacturer narrative:
A malfunction of the side rail was reported to arjo by a customer representative. Following information gathered, the side rail panel was ripped off the side rail mechanism. No injury was reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. In this complaint one of four side rail panels was broken off the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis is in line with the gathered information, it was claimed that the reported malfunction occurred when the patient tried to use the side rail to get off the commode. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. The reported issue occurred at time of use the bed. There was no injury reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
A malfunction of the side rail was reported to arjo by a customer representative. Following information gathered, the side rail panel was ripped off the side rail mechanism. No injury was reported.